Event description:
Surgery performed on (B)(6) 2008 for pelvic organ prolapse, urinary stress incontinence. Was unable to urinate for 5 months, had to self cath. Another surgery performed on (B)(6) 2008 to release the sling, now having incontinence again. Went to see gyn with additional problems on (B)(6) 2012, found out that the sling is eroding through my vaginal wall. Pending surgery for erosion.